Manufacturer narrative:
One incomplete device was received for investigation. The device was evaluated, and the reported condition was observed. The device history record could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. As part of the investigation all processes and controls were reviewed and found to be followed correctly, including packaging and all inspections performed on the product. No abnormal conditions were found that could trigger the reported condition. Based on all available information a root cause could not be determined at this time. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported that the feeding tube appears to have burst and the weighted end remains in patient abdomen, proximal end fell out when patient moved for pt. Additional information received on 08sep2025 stated that they tried to have the patient pass the tip but were unsuccessful and the weighted tip was removed by endoscopy.

Event description:
The customer reported that the feeding tube appears to have burst and the weighted end remains in patient abdomen, proximal end fell out when patient moved for pt.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.